Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm or blank display noted. The insulin pump was received with intermittent button response due to flattened button, esc button and act button dome switch. The keypad connector was fully locked. The insulin pump had minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a blank display. The patient's blood glucose at the time of incident is unknown. The display returned, but then it went blank again. A battery change did not resolve the display anomaly. The insulin pump will be returned for analysis.